Manufacturer narrative:
Corrected data: a4 - patient weight was inadvertently excluded in the follow-up report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.